Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Device remains implanted.